Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va0azz4, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0azz4, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va0azz4, ubd: 30-may-2016, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: va0azz4, ubd: 30-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the doctor had his device on "full tilt" when he first looked at the patient, and that the patient was in a great deal of pain. The patient's settings were then adjusted. Additional information received from the consumer reported due to settings being set as high as possible the implantable neurostimulator (ins) didn¿t last as long. Therefore, the ins was ¿adjusted¿ ,and seemed to be working better. The cause of the pain was the left electrode not being placed in an optimal position. To resolve the device being on ¿full tilt causing pain." The ins was adjusted to maximize position that reduced the tremors, and other parkinson¿s symptoms. Exercise and strengthening helped a great deal as well and the pain had resolved.